Event description:
Pt had arthroscopic exam of right knee using arthrex I pump. Pump was set at 70. During surgery, flow of fluid from pump was more than usual. When the tourniquet was removed, fluid was in the subcutaneous tissue. The fluid went from the knee joint up the adductor muscles and back down.